Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported low flow alarms. Emergency medical services (ems) was called and the patient arrived at the emergency room with their pump off. The decision was made to restart the pump with a system controller exchange. The log files were reviewed and contained various alarms associated with a driveline disconnect from the system controller on (B)(6)2025 at 12:55 am. The system controller was powered on without the pump connected until it shut down at 3:15 am on (B)(6)2025. The system controller powered back on without a pump connected at 10:46 on (B)(6)2025. It was possible the system controller was connected to a mock loop between 10:49 am and 10:59 am. Following the suspected mock loop the system controller was shut down and restarted prior to getting log files. Prior to the driveline disconnect the log files contained back-to-back loss of external power events on (B)(6)2025 at 8:41pm-8:42 pm. The data prior suggested that the pump was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files found a pump stop associated with a driveline disconnect alarm; however, a specific cause for the apparent disconnection of the driveline could not be conclusively determined. Evaluation of the available log files and reported events also confirmed events consistent with a delayed pump start; however, a specific root cause could not be conclusively determined though this evaluation. The patient reported low flow alarms on (B)(6) 2025. The patient called emergency medical services (ems) and arrived at the emergency room with their pump off. The decision was made on (B)(6) 2025 to restart the pump with a controller exchange. The submitted log files were reviewed and found that the pump operated at the set speed without issue until the driveline appeared to have been disconnected on (B)(6) 2025 for approximately 3 minutes before being reconnected. While the driveline was disconnected, the low flow, driveline disconnect, and left ventricular assist device (lvad) off alarms were active. After the driveline was reconnected, events were captured that were consistent with a delayed pump start, and low speed advisory, low flow, and lvad off alarms were captured. The driveline was ultimately disconnected from the pump, which was consistent with the report of a controller exchange to restart the pump. It was noted that the discontinued controller was later connected to a demonstration pump, which was started and operated without issue. There were no other notable pump findings. Provided information from an additional report indicates the patient was awoken by vad alarms due to accidental disconnection of driveline without cessation of alarms. The patient was taken to hospital. Upon arrival, the patient controller changed for back-up controller and alarms resolved. Intervention was performed to prevent permanent impairment/damage. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D is currently available. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated through medwatch that the patient was awoken by device alarms caused by accidental disconnection of the driveline without cessation of alarms on (B)(6) 2025 prior to ems being called. It was indicated on the received medwatch form that the event was life threatening, caused hospitalization and required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files found a pump stop associated with a driveline disconnect alarm; however, a specific cause for the apparent disconnection of the driveline could not be conclusively determined. Evaluation of the available log files and reported events also confirmed events consistent with a delayed pump start; however, a specific root cause could not be conclusively determined though this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue until the driveline appeared to have been disconnected on (B)(6) 2025 for approximately 3 minutes before being reconnected. While the driveline was disconnected, the low flow, driveline disconnect, and left ventricular assist device (lvad) off alarms were active. After the driveline was reconnected, events were captured that were consistent with a delayed pump start, and low speed advisory, low flow, and lvad off alarms were captured. The driveline was ultimately disconnected from the pump, which was consistent with the report of a controller exchange to restart the pump. It was noted that the discontinued controller was later connected to a demonstration pump, which was started and operated without issue. There were no other notable pump findings. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is currently available. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.